Event description:
It was reported that a confirmed motor stall was noted in the pump event logs on (B)(6) 2010 at 0209 with no motor stall recovery recorded. No prior motor stalls were noted in the event logs. Ruled out possible emi (electromagnetic interference) causes per reporter. No pt symptoms were reported. Treatment options were being considered at the time of this report. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
(B)(4).